Manufacturer narrative:
The flow sensor was ordered for replacement.

Event description:
A ge healthcare service representative reported the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.